Event description:
Patient was revised to address infection. *update** (B)(6) 2013 - patient's medical records were received. Records indicate the patient was revised on (B)(6) 2013 for infection where all components were removed. Upon revision corrosion was found around the stem. The cup and stem were added to the complaint.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds only one other reported incident against the pinnacle bone screw since its release for distribution. No other incidents were reported against the remaining provided product and lot combinations since their release for distribution. A review of the provided medical records did not identify product error. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint has been reopened because product information has been received which may change the investigation for the stem.